Manufacturer narrative:
The evaluation found the bayonet area of the insulated metal sheath is bent and both bayonet wings are broken off. The pre damage initiated by the deformation has most likely caused the failure of the bayonet. The sheath in question should have been taken out of service. The IFU states that no devices with deformation or other mechanical damages should be used as well as instruments with damaged insulation.

Event description:
Per the factory in (B)(6), allegedly there was an event which occurred in (B)(6) that the sheath fell apart during lap cole. The distal piece was recovered from the patient, however 1 piece is still unaccounted for. An x-ray was conducted post surgery and is awaiting full review by radiologist.